Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  the patient came in for an adjustment on his system. He was getting all leg stimulation and was hoping for more back stim. Rep ran an impedance and it showed electrode 10 to avoid at 39800 and 13 greater than 40000.  Rep reprogrammed around these two electrodes and achieved stim in his back on all three programs and adjusted his adaptive stim numbers. Patient was extremely happy to feel stim in his back. There were no falls or injury that could have led to the issues with the two electrodes. Physician is aware. The issue was resolved.